Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0625 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was placed (B)(6) 2019 and when flushing the catheter on (B)(6) there was leaking from the insertion site. The catheter was removed and when flushed outside the patient, it was stated there was not any signs of trauma on the catheter.

Event description:
It was reported the catheter was placed (B)(6)2019 and when flushing the catheter on july 29th there was leaking from the insertion site. The catheter was removed and when flushed outside the patient, it was stated there was not any signs of trauma on the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the insertion site is unconfirmed since the problem could not be reproduced. One 4 fr powerpicc solo catheter was returned for investigation. The catheter extended up to the 37 cm depth marker and appeared to have been trimmed. No apparent damage was observed on the surface of the catheter. The sample was flushed with water using a 12 ml syringe and was patent to infusion. The distal end of the catheter was clamped in order to pressurize the sample. No leaks were observed. Since no apparent damage or issues were observed on the returned sample that may have contributed to the reported event, the complaint is unconfirmed. A lot history review (lhr) of redq0625 showed no other similar product complaint(s) from this lot number.